Manufacturer narrative:
Investigation/conclusion: the physician's office was unable to provide a lot number or return any products for investigation. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible. All complaints will continued to be reviewed, tracked and trended.

Event description:
A physician's office in (B)(6) alleged a variance between the inratio2 inr result and the laboratory inr result. Results are as follows: inratio2 inr: 5.0, laboratory inr: 3.0. The exact date of the event and patient details is unknown. The therapeutic range was not provided. The physician's office did not take note of the lot/batch number for the inratio testing strips. There was no reported adverse patient sequela and no additional information was provided. (Note: this MDR filing is due to the device being the same or similar as a device available in the united states.)